Event description:
It was reported that as the surgeon inserted and removed the cc4204a collamer single piece lens, due to a pt issue. A suture closed the would. The rptr indicated that the incident did not involve the lens.

Manufacturer narrative:
(B) (4) - no product allegation: eval conclusion (no device failure): based on the complaint history, the root cause of the event was a pt issue, that was not related to the lens. (B) (4).